Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the clinical data file was returned. Review of the clinical data indicated that the device did issued several low battery/shutdown warning messages throughout the case. Root cause could not be firmly established as the device and battery involved were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.